Manufacturer narrative:
(B)(4)

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon was inflated but burst after 16 pumps. Another balloon worked properly and case was finished. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.